Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A distributor contacted zoll to report that a pt experienced an inappropriate defibrillation event on (B)(6) 2014. The lifevest treated the pt at 15:21:03, 15:22:36, 15:23:36 and 15:35:24. The first, second, and fourth treatments were in response to supraventricular tachycardia (svt) at 199 bpm, 178 bpm, and 181 bpm. The svt rate contributed to the false detections. The rhythm at the time of the third treatment was in response to ventricular fibrillation (vf), a treatable rhythm. The post shock rhythm of the appropriate third treatment was sinus bradycardia at 43 bpm. The pt was at a rehabilitation ctr at the time of the event and was conscious but feeling dizzy. The response buttons were pressed intermittently but were not pressed during the treatment sequences. The pt was taken to the hosp and received an ICD.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The pt was taken to the hosp and received an ICD. Device eval was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device manufacture date: monitor (B)(4): 05/2012 - reuse. Electrode belt (B)(4): 06/2014 - initial use. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.